Event description:
On (B)(6) 2013, this patient underwent repair for an abdominal aortic aneurysm measuring 50mm in diameter, and was implanted with gore excluder endoprostheses. The patient tolerated the procedure. On (B)(6) 2013, a left groin lymphocutaneous fistula was determined.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. A review of the sterilization records for the device verified the lot met all pre-release specifications.